Manufacturer narrative:
Concomitant product(s): product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 0213, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient's device was explanted on 2(B)(6) 014 because the stimulator did not help and the patient requested it be removed. Additional information received reported the patient was recovering well after their explant procedure. Relevant medical history included: spinal pain additional information received from the healthcare professional (hcp) of a clinical study reported that the spinal cord stimulator was not covering the patients pain. The outcome was reported as unresolved at the time of study exit/death/study closure. Interventions included explanting and not replacing the device. The event resulted in an emergency room visit. The etiology was reported as related to the device or therapy and not related to the implant procedure. Initially the patient was doing well, by (B)(6) 2014 the patient wanted the device removed; affected by her adls.